Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 22-jun-2018 with the following findings:  during investigation, the battery compartment was found to be cracked below the bumper pad. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on results of investigation completed on 22-jun-2018.